Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016 their receiver had out of range signal for an unknown about of time. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The device was visually inspected and no defect was found. Charged and boot up receiver and it failed. A functional test was performed and no failure were detected related to the complaint. The receiver data log was reviewed and firmware errors "err67, err126 and err146" were observed within the investigation window. The reported event of a firmware error was confirmed. The root cause could not be determined.